Event description:
The customer reported that the unit has a blower stall (ec 1134) error message. The customer reported that the unit was not in use on patient. The customer contacted product support and the customer reports that the unit was undergoing routine maintenance when they noted that a foot was loose. They removed the gas delivery system (gds) to tighten the foot and upon removal they knocked a component loose from the mc board. The customer replaced the motor control (mc) board. Prior to service customer did not run the unit, so it is unknown if the (ec 1134) was a preexisting condition. The customer reinstalled the original mc board and the (ec 1134) continued. The customer reinstalled the new replacement mc board and inspected the pins between the mc board and the central processing unit (cpu) board. The customer verified the connection of the blower and noted that all wires were secure to the connector. The customer went to the pneumatics screen and verified that the 35-volt signal was present. The customer set the pressure to 1 and noted that the blower read 3000 rpms. Product support advised customer to replace the blower assembly and provided the part number. The customer replaced the blower, but the issue persisted. The product support advised customer to replace the cpu board and provided part number. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue.